Event description:
2001, groshong catheter placed for chemotherapy. Six months later, groshong cath removed. In 2002, surgical incision and drainage chest wound with excision of retained foreign body. It was identified as a retained cuff in the subcutaneous tissue.